Event description:
The physician reported, the lens was removed and replaced because the patient was unhappy with the post operative refraction. Patient recovered without complication.

Manufacturer narrative:
The complaint device associated with this report was discarded by the user facility after removal. Product history records indicate lens met all criteria prior to release. There is no evidence to suggest this adverse event is manufacturing related. There have been no other complaints received for additional lenses manufactured in this work-order.